Event description:
Reported to writer on 3/21/95 that external pacemaker when turned on with appropriate cable and pad placement, read "pacemaker failure". Machine was turned off and on at least 3 times before it paced". Paced without capture at that point.